Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event estimated. The allegation is against one of two burr hole caps; however, it is unknown which burr hole cap, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: guardian¿ cranial burr hole cover system, model: 6010, UDI: (B)(4), serial: n/a, batch: 10042552.

Event description:
It was reported that the patient had a dural leak that needed to be sealed. Surgical intervention took place on (B)(6) 2024 where the physician took off the top part of the burr hole cap and placed a dural sealant and then replaced the same piece. No new products were opened. Effective stimulation was restored. Investigation was unable to determine which of the burr hole covers attributed to the event. The allegation is against one of two burr hole caps; however, it is unknown which burr hole cap, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: guardian¿ cranial burr hole cover system, model: 6010, UDI: (B)(4), serial: n/a, batch: 10042552.